Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited low, out of-range impedances of less than 200 ohms and variable thresholds. The presenting electrogram had small noise which was not sensed. The device and leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).